Event description:
In april 2006, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. The patient reported that the last test result was obtained in april 2006 at 11:00 am (result not provided). At an unspecified time in april, the pt had been experiencing extreme thirst, frequent urination, and nausea. He attempted to test; however, the meter would not power on. He tested with another one touch ultra meter and obtained a 299 mg/dl. He contacted a medical professional for advice. The customer care advocate (cca) verified that the patient was using the correct test strips, the battery was correctly installed, the battery was less than 1 year old, and the battery contacts were in good condition. The cca walked the pt through pressing the power button and inserting a test strip all the way into the test strip port. The meter did not power on. The meter, test strips, and control solution were replaced. The senior medical affairs specialist mailed a letter on april 7th, since the pt could not be reached by telephone on april 6th or 7th. It would have been helpful to known the onset of the symptoms in relation to last testing, results obtained prior to the power issue, if the other meter belonged to the patient, his medication regimen, and the treatment advice received from the medical professional. This complaint is being reported since the reported meter stopped powering on, the patient developed symptoms of hyperglycemia, attempted to test with the reported meter, tested on another meter and obtained a 299 mg/dl, and received diabetes treatment advice from a medical professional.